Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal visual inspections were performed and found no issues. Volumetric accuracy testing was performed and the device failed with the original piston foam. The device passed this test using new piston foam and failed again when the original foam was reinstalled. Temperature verification was performed and the device passed. The pneumatic system was tested and found to be functioning normally. The device passed the seal, purge, wet disposable tests and a short simulated therapy was completed successfully using the device. A review of the event history log of the device found nothing related to the issue. The cause was determined to be disintegrated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.